Manufacturer narrative:
The dispatched fse could confirm the issue when checking the workstation on-site and replaced the motor incl. The position detetection system. The device was tested afterwards, exhibited no other deviations and was returned to the customer in ready-to-use condition. Investigation of the issue at the manufacturing site revealed that the error log contains several entries on the date of event that indicate deviations in motor speed as well as stalling of the system. The motor itself was tested in the lab; the finding that it does not start rotation at lower voltages is in context to the other investigation results. The motor is subject to wear and tear and thus, has a limited life time. It is designed for an expected service life of 10 years at operating conditions of 8 hours per day and 5 days per week. Depending on real use conditions the useful lifetime may vary for individual units. When the foregoing wear and tear deterioration results in significant performance impairments the workstation detects this during the mandatory pre-use check or is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm, respectively. Manual ventilation remains possible which allows the users to finish a running procedure as it was reported for the particular event.

Event description:
Please refer to initial MFR. Report #9611500-2017-00100.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The machine was reportedly swapped out and there was no patient injury reported.